Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004; 511211 lead, implanted; (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing pain one-week post lead removal. They additionally noted the new device was uncomfortable. The right ventricular (rv) lead exhibited noise on the electrograms (egm) and was confirmed to have fractured. The device remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.